Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
This device was implanted on (B)(6) 2015 with an rv lead. On (B)(6) 2015, the rv lead was explanted and replaced due to failed dft's. On (B)(6) 2016, the new rv lead was having poor sensing and failed dft's as well. The physician believed this was happening because the patient has cerebral palsy and with his left arm movement, the leads were micro dislodging. The physician decided to leave this ICD and the lead implanted on the left and implanted a new ICD and rv lead on the right side. During the implant of the new ICD on the right side, this ICD was damaged from a short circuit. This ICD remains implanted but is not active. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2017 - this ICD and the associated leads were explanted on (B)(6) 2017. It appeared that this ICD ended up getting shorted out when the ICD system on the right was implanted and dft testing was done. The device has not been returned.